Event description:
Related manufacturer reference numbers: (B)(4). Related manufacturer reference numbers: (B)(4). It was reported that the patient presented in clinic due to inappropriate shocks on atrial fibrillation. Chest x-ray was performed and revealed dislodgement of the right ventricular (rv) lead and right atrial (ra) lead due to the twiddling of the implantable cardioverter defibrillator (ICD). The rv and ra leads were explanted and replaced. The ICD remained in use. There were no patient consequences.